Event description:
Information received indicates the foot end brake pedals would not set the head end brakes.

Manufacturer narrative:
The technician found the bolt and nut missing from brake linkage. He replaced the bolt and nut to repair the stretcher.